Manufacturer narrative:
The field service representative (fsr) replaced the nozzle c4 #1, #4, #5 (rohs) which resolved the issue. No additional discrepant result issues have been reported since the part was replaced. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the nozzle c4 #1, #4, #5 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the nozzle c4 #1, #4, #5 was identified.

Event description:
The customer observed falsely elevated alinity c calcium results for multiple samples. The following data was provided (customer provided normal range: 2.20 to 2.55 mmol/l): sid (B)(6): initial result = 3.65 mmol/l, repeats = 2.52 mmol/l, 2.35 mmol/l. Sid (B)(6): initial result = 3.62 mmol/l, 3.65 mmol/l, 2.27 mmol/l. Sid (B)(6): initial result = 3.74 mmol/l, repeats = 3.31 mmol/l, 2.49 mmol/l, 2.46 mmol/l, 2.47 mmol/l, 2.46 mmol/l, 2.47 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c calcium results for multiple samples. The following data was provided (customer provided normal range: 2.20 to 2.55 mmol/l): sid (B)(6): initial result = 3.65 mmol/l, repeats = 2.52 mmol/l, 2.35 mmol/l sid (B)(6): initial result = 3.62 mmol/l, 3.65 mmol/l, 2.27 mmol/l sid (B)(6): initial result = 3.74 mmol/l, repeats = 3.31 mmol/l, 2.49 mmol/l, 2.46 mmol/l, 2.47 mmol/l, 2.46 mmol/l, 2.47 mmol/l . No impact to patient management was reported.